Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was sitting at home and experiencing shocking across his whole body. The symptoms moderately returned to the right side of his body. He turned off stimulation and got 006 code. He turned off and turned back on stimulation. The patient had a fall when he turned off the stimulator but was able to catch himself. The ins was replaced on (B)(6) 2020 and everything was normal until (B)(6) 2020, and after this day, all was normal again. It was mentioned that stress increases the tremors . The impedances were checked and all was good. No further complications were reported/anticipated.